Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. On a separate visit the lens was repositioned. On a third visit the lens was exchanged with a longer length lens and the problem resolved. Cause of the event was reported as unknown.